Event description:
Description of event according to initial reporter: patient was there for an inferior vena cava filter removal. Our gtrs retrieval device did not open all the way as it should have. It stayed some what closed not allowing for full opening. Device was removed and viewed on the table and even on the sterile field wouldn't open fully. They tried other snares from other companies and were unsuccessful in retrieving the filter likely due to it being embedded.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect pt filter g4) PMA/510(k) k211875. Summary of investigational findings: the loop stayed somewhat closed and did not fully open as intended. Tried snares from other companies, but were unsuccessful in retrieving the celect-pt filter likely due to it being embedded. No further information as to filter retrieval. The filter was not returned and no imaging could be obtained. Therefore, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the unsuccessful retrieval attempts of the celect-pt filter with an unknown dwell time. However, it is noted that other snares ¿were unsuccessful in retrieving the filter likely due to it being embedded¿. There are adequate controls in place to ensure the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.